Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "please send me the complaint form to fill out". Later patient reported "pain upon touching the breast", "severe, pulling pain at the edge of the implants", "increased discomfort, especially in the evenings at rest", "increased pain when lying on the side" and "persistent feelings of pressure and tightness". Later healthcare professional reported "capsular contracture baker grade iii-IV". This record is for the left side. Device was explanted.